Event description:
It was reported that there was a bad lcd. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual testing confirmed enclosure is cracked, dirty. Water tank cover is cracked. Reservoir is stained/contaminated. Line cord is old and worn. Pole clamp is damaged. Contains old style pcb and blue enclosure. Filled water tank, plugged in line cord and switched on power to duplicate the reported issue. It was determined that the lcd screen is missing pixels. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).